Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a negative control reactive on the alinity m sars-cov-2 assay. A field service engineer (fse) observed that 18 samples run before the negative control was reactive all came back as being positive and informed the customer that these samples may have incorrect results and would likely need to be run again. 9 of the samples were later found to be negative and false positve results were sent out automatically. The patients who received these results were contacted and the corrected results were sent out. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: amp kit was contaminated, and swabs were run of all onboard amp kits. The surface of the amp kits and the tray itself came back positive and were discarded. Contamination at pre-analytic stage for amp tray handling cannot be ruled out. The issue was likely due to the amp kit being improperly prepared leading it to being contaminated. The review of this complaint investigation suggests that there is no product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. The issue may be linked to the amp kit being improperly prepared leading it to being contaminated. Amp kit was contaminated, and swabs were run of all onboard amp kits. The surface of the amp kits and the tray itself came back positive and were discarded. Contamination at pre-analytic stage for amp tray handling cannot be rule out. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lots 525769, (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the ticket investigated under 10184-ecinv which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769 was not identified.